Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer stated, the infusion set became detached from their body and the alarm occurred after a set change. The customer's blood glucose was 475 mg/dl. The customer stated the alarm was resolved by a complete set change. The insulin pump will not be returned for analysis.